Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during routine outpatient management the vad coordinator noticed damage to the outer layer of the driveline close to the system controller connection. A repair with rescue tape was performed and the hospital requested a clam shell repair. There were no alarms associated with the event and there was no patient impact.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event was confirmed based on an onsite evaluation by an abbott representative, as well as the submitted photograph. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21dec2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The manufacturer is closing the file on this event.

Event description:
The patient had a successful clamshell repair on (B)(6) 2022.